Event description:
It was reported to medtronic minimed that the customer experienced change sensor alert, low bgs. The customer reported blood glucose value of 23 mg/dl. The customer reported hypoglycemia which is treated with hospitalization overnight stay, glucose carb intake, ems/ambulance/ER visit. The event involved product(s) mmt-242a, mmt-332a, mmt-1880l, mmt-7040a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer advised to try another sensor. No further patient complications were reported. No product return is required for mmt-242a, mmt-332a,mmt-1880l, mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Removed hospitalization treatment for the low blood glucose in h6 as per the follow-up notes. Updated summary: customer reported having a change sensor alert on (B)(6) 2024. Customer could not run a transmitter test. Customer also reported having a low blood glucose on (B)(6) 2024. The paramedics came out for a blood glucose of 23mg/dl. Customer was treated with glucose/carbohydrate intake. Customer was not hospitalized per follow-up notes. Customer said the insulin type and concentration were not correct. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Removing t009 treatment code for hypoglycemia as per the correction(s) requested by medical safety. Per f/u, ems was utilized only (t008) ¿ hence, removing t009 with this report.